Manufacturer narrative:
Investigation found that the returned implant was an exercise (demo) implant used for hands-on training and thus not intended for clinical use in the human oral cavity. This reportable event was identified as "unusual" due to the use of the exercise implant. Per asr exemption #e1997021, events considered unusual, unique or uncommon are not reportable via asr and must be reported via an individual MDR submission. Therefore, this event is reportable per 21 cfr part 803.

Event description:
It was reported that the adapter of an ankylos a11 dental implant could not be removed after insertion hence the implant was removed. It was possible to replace it with another implant right in the same session.